Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the camera head had a failed leak test, a scratched charge coupled device case, detachment of the adhesive from the protective boot, and internal moisture was evident in the electrical connector due to the damage observed in the protective boot of the cable. The issues occurred during reprocessing and there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the device failed a leak test and the cable boot was separated from the main body of the camera head as the adhesive was deteriorated. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the camera head had a failed leak test, a scratched charge coupled device case, detachment of the adhesive from the protective boot, and internal moisture was evident in the electrical connector due to the damage observed in the protective boot of the cable. The issues occurred during reprocessing and there was no patient involvement.